Event description:
It was reported that the implantable neurostimulator recharger (insr) screen was unresponsive. The insr was frozen on the al screen. An implantable neurostimulator (ins) overdischarge was suspected. The patient reported no stimulation for the past 3 months. The patient tried to charge on 2015 (B)(6) and noticed the issue with the insr. The patient was in rehab for a few months and she did not recharge her system while she was in there. The patient had 2 batteries, one for neck/arm pain, and the other for back pain. For the battery in the patient¿s neck this was her 3rd time overdischarge and the one for her back this was the second time. The manufacturing representative started a physician mode recharge (pmr) for the battery in the patient¿s back at the office. Due to time constraints the patient was going to finish and charge her battery to full. The manufacturing representative wanted the patient to try a pmr for the battery at the neck even though it was the patient¿s 3rd overdischarge. The patient was scheduled on 2015 (B)(6) for another procedure. Someone saw the patient with her managing pain physician to clear the power on reset (por) and go over battery replacements. Later it was reported that they could not recover either ins. The patient was being replaced with primary cell batteries. Refer to manufacturer report number 3004209178-2015-12119.

Manufacturer narrative:
Product ID 37714, serial# (B)(4), implanted: 2014 (B)(6); product type implantable neurostimulator product ID 3777-45, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 3777-45, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger product ID 37752, serial# (B)(4); product type recharger product ID 377760, lot# v009544, implanted: 2009 (B)(6); product type lead product ID 3986a60, lot# n202628, implanted: 2009 (B)(6); product type lead product ID 37743, serial# (B)(4), product type programmer, patient product ID 3708140, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 37083-40, serial# (B)(4), implanted: 2009 (B)(6); product type extension. (B)(4).